Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had evidence of oversensed noise which may be related to coil location and potential muscular activity. Rv lead measurements are stable and within normal limits. Ts recommended evaluating lead connection and performing pacing system analyzer (psa) testing during the unrelated device explant procedure. The device was explanted and the rv lead remains in service. No adverse patient effects were reported.